Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged belt cable) has been confirmed. As received, the electrode belt was found to have a damaged wire running from the front therapy electrode to ECG a. The wired was pulled apart from ECG a, resulting in a severed connection. The root cause of the damaged wire cannot be positively identified. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.

Event description:
The territory manager (tm) assisting a (B)(6) male patient contacted zoll lifecor customer support to report that the patient's electrode belt was damaged. The patient was provided with a replacement electrode belt.